Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported after use of the bd insyte¿ autoguard¿ bc shielded IV catheter the needle didn't retract after use. It has been disposed. There was no report of injury or medical intervention.